Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found to have engagement failure on camera psm (patient side manipulator). The sterile adapter on the psm was installed five times and found to be not engaging with the arm. The sterile adapter was observed to have gap from the psm when engaging. The sterile adapter was inspected and found no damage. The complaint regarding the claws on the drape do not fit together with the body was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the claws on the single port (sp) instrument arm drape did not fit together with the body. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the event occurred prior to anesthesia. A backup drape was also used to continue the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform advanced failure analysis. The single port (sp) instrument arm drape was analyzed and found initial fa was confirmed, the sterile adapter that was exhibiting the issue was tested individually. When installed on the system, it was found that the left side (when viewing the patient side manipulator (psm)'s display directly) of the sterile adapter plate would not stay attached to the psm. This issue occurred multiple times and was repeatable. The sterile adapter being unable to stay attached can cause an engagement failure as the psm's drives cannot properly engage with the sterile adapter plate's disks when the plate is not fully attached. Inspection of the sterile adapter found that the gray wing component which mechanically engages with the psm was found to be bent outwards when compared to an in-house sterile adapter. Specifically, when viewed from the instrument side of the sterile adapter, there is a larger than expected gap between the gray wing component and white retainer component and from the psm side of the sterile adapter the respective wings are bent outwards with respect to the wings on the opposite side. There was no physical damage observed with any of the other components of the sterile adapter. The complaint regarding the claws on the drape do not fit together with the body, was confirmed by failure analysis.